Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, but the caller did not have the necessary charging supplies to do so and planned to follow up once ready to reset the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.